Manufacturer narrative:
Probe was in good shape other than the substantial amount of fluid in the mid-handles and some in the connector shell. The only explanation was that the mid-handle was dunked during cleaning.

Manufacturer narrative:
Articulation failure during clinical use will be reported in a medwatch. No injury was reported for this case.

Event description:
Customer reported transducer not articulating properly, during clinical use.